Event description:
It has been reported to us that the balloon electrode could not be inflated. There was no injury to the pt and the device has been returned for our analysis.

Manufacturer narrative:
Summary: complaint is confirmed for failure to inflate as the balloon had burst. Root cause of the balloon burst is user-related as it was communicated from the customer that the balloon inflated and deflated without difficulty prior to insertion but that they did have difficulty inserting the catheter through a #6 cordis kit (not the bard supplied needle cannula). The customer may have unintentionally damaged the balloon during insertion causing the balloon to burst or tear upon removal. This product is 100% inspected at (B)(4) during the manufacturing process for balloon diameter, balloon symmetry and for any visual defects to the balloon. Qc ((B)(4)) performs a sample size inspection for the following: inflated balloon diameter, checker sheet (1/lot), print bands, print description, tip size, balloon tie trim length, usable length, balloon length, curve, stopcock, tails, molded bifurcate, balloon leg, surface of electrodes and surface of coating. Root cause: user-related. No corrective action required. The current controls remain acceptable.